Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a remote manager unable to recover and unable to open. The customer reported that unable to dispense medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station remote manager had failed to open and had been unable to recover. The field service engineer (fse) had resolved the issue by replacing the latch and reseating the connections. The system functioned as intended after the field service engineer repaired the device.